Event description:
It was reported that during a procedure to remove the patient¿s implantable neurostimulator (ins) the physician broke/fractured the lead upon removal and only the segment above the tines was explanted. The physician did not try to retrieve the broken piece that remained in the patient. The reason for the ins system removal was that the patient needed to have another procedure done. On follow up the patient was reported as doing fine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v267332, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead. (B)(4). Notification: this device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4)2010).